Manufacturer narrative:
The device was received for evaluation. During functional testing, improper shutdown was reproduced. A review of the event history log revealed improper shutdown messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be depressed/jammed due to a dried liquid substance. The battery contact pins requires cleaning to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device turned "off" without user input. The event occurred upon device power up in the emergency room. There was no patient involvement. No additional information is available.